Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the discordant elevated troponin I result is unknown. However, the pattern of elevated troponin I results of approximately the same value obtained on multiple samples with negative results on an alternate, non-siemens methodology is strongly suggestive of non-specific heterophilic antibody binding. A sample has been supplied for siemens evaluation. The testing did not show a difference between the neat sample and a sample pretreated with a heterophile blocking filter. The presence of heterophilic interference was not verified but cannot be ruled out with the available information and testing. No further action can be performed by siemens. The instructions for use for the cardiac troponin I flex® reagent cartridge contains the following information: "patient samples may contain heterophilic antibodies that could react in immunoassays to give falsely elevated or depressed results. This assay has been designed to minimize interference from heterophilic antibodies. Nevertheless, complete elimination of this interference cannot be guaranteed. A test result that is inconsistent with the clinical picture and patient history should be interpreted with caution." The instrument data and qc values did not show any issues with the instrument performance. All other samples and qc was performing within expectations and the data did not show any abnormalities with the reagent. The issue is a patient sample specific interferent. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Discordant elevated troponin I (ctni) results were obtained on a patient sample on the dimension vista system. The high result was reported and questioned by the physician. The patient was run on an alternate (non-siemens) methodology and a negative result was obtained. A subsequent sample from the same patient was run on another dimension vista instrument and remained elevated and roughly equivalent numerically. The patient was transferred to another facility and given a stress test which was asymptomatic. The patient was discharged. There is no indication that patient treatment was altered or prescribed on the basis of the discordant elevated troponin I (ctni) result. There was no report of adverse health consequences as a result of the discordant elevated troponin I (ctni) result.